Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio determined that the cause of the reported issue was due to a failed therapy cable/ physio replaced the therapy cable to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that they were using this device on a patient in AED mode. When they switched into manual mode, the device didn't show any ECG rhythm via the paddles lead. As a result defibrillation therapy may have been delayed or unavailable, if it was needed. There were no reports of adverse effects to the patient as a result of the reported issue. Physio-control contacted the customer to request additional information on the patient. The customer advised physio-control that no additional patient information is available.